Manufacturer narrative:
The insulin pump was received with full segment display due to problem isolated to I/bd. The pump was received with no blank display or off no power. The pump had scratched lcd window. (B)(4).

Event description:
It was reported of a blank display and off no power anomaly from the insulin pump. The customer's blood glucose reading was 380 mg/dl. The customer was recommended to replace battery cap. The customer was advised to wait 5 seconds and insert new battery. The customer reported that the display was still blank. The customer will be sent a replacement pump. The customer will return the pump for analysis.